Event description:
This customer observed lower than expected phenytoin results on control fluids using vitros chemistry products phyt slides when processed on a vitros 350 chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results occurred on control fluids processed on the vitros 5,1 fs chemistry system. An ocd field service engineer replaced multiple parts and adjusted multiple subsystems to mitigate the issue and return the system to expected operation. Subsequent phyt control fluid results were within expectations the root cause of the event is instrument related.